Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pain pelvic') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included fibroids, hypertension, appendectomy and gravida (two). Reason : abdominal pain. Findings: real -time gray-scale imaging was performed throughout the abdomen in various projections some color-doppler imaging was also performed. Impression: no acute changes are seen. Concurrent conditions included uterine prolapse, uterine leiomyoma, vaginal pain and abdominal pain. Concomitant products included hydrocodone, olmesartan medoxomil (benicar), pethidine hydrochloride (demerol), promethazine and temazepam. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)/menorrhagia (heavy menstrual bleeding)"), depression ("psychological or psychiatric problems condition: depression/ psych injury"), anxiety ("psychological or psychiatric problems condition: mental anguish/ psych injury") and dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems") and psychological trauma ("psych injury"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2011. At the time of the report, the pelvic pain, menorrhagia, abdominal pain, bladder disorder and urinary tract disorder had resolved and the vaginal haemorrhage, depression, anxiety, dysmenorrhoea and psychological trauma outcome was unknown. The reporter considered abdominal pain, anxiety, bladder disorder, depression, dysmenorrhoea, menorrhagia, pelvic pain, psychological trauma, urinary tract disorder and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted: date(s) of insertion: (B)(6) 2011, (B)(6) 2012. Discrepancy noted - as reported essure confirmation test(s) conducted, specify: she did not underwent essure confirmation test but earlier in the summons the test was captured. Plaintiff received treatment for menorrhagia (heavy menstrual bleeding). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Pathology test - on (B)(6) 2011: final diagnosis : uterus and cervix: 1. Uterus with large leiomyoma. 2. Proliferative endometrium, negative for hyperplasia or endometritis. 3. Cervix negative for dysplasia. 4. Menorrhagia and uterine prolapse (clinical). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-sep-2019: plaintiff fact sheet received: events per pfs: abdominal pain, bladder problems, urinary problems and psych injury. Outcome for events pelvic pain, abdominal pain, menorrhagia (heavy menstrual bleeding), bladder problems and urinary problems were resolved. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pain pelvic') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included fibroids, hypertension, appendectomy and vaginal delivery (two). Reason : abdominal pain. Findings: real -time gray-scale imaging was performed throughout the abdomen in various projections some color-doppler imaging was also performed. Impression: no acute changes are seen. Concurrent conditions included uterine prolapse, uterine leiomyoma, vaginal pain and abdominal pain. Concomitant products included hydrocodone, olmesartan medoxomil (benicar), pethidine hydrochloride (demerol), promethazine and temazepam. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: mental anguish") and dysmenorrhoea ("dysmenorrhea (cramping)"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2011. At the time of the report, the pelvic pain was resolving and the vaginal haemorrhage, menorrhagia, depression, anxiety and dysmenorrhoea outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted: date(s) of insertion: (B)(6) 2011, (B)(6) 2012. Discrepancy noted - as reported essure confirmation test(s) conducted, specify: she did not underwent essure confirmation test but earlier in the summons the test was captured. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Pathology test - on (B)(6) 2011: final diagnosis: uterus and cervix- uterus with large leiomyoma. Proliferative endometrium, negative for hyperplasia or endometritis. Cervix negative for dysplasia. Menorrhagia and uterine prolapse (clinical). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-aug-2019: pfs+mr received. New events: abnormal bleeding (vaginal, menorrhagia), psychological or psychiatric problems condition: depression and mental anguish, dysmenorrhea (cramping), were added. Outcome for pelvic pain updated. Removal details added. New reporters, plaintiffs information added. Concomitant conditions, drugs added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.